Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6) batch: 7072559, UDI: (B)(4). Product family: scs-ipg-pc upn: m365sc14160, model: sc-1416, serial: (B)(6) batch: 220215, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) had high impedances. It was also noted that the implantable pulse generator (ipg) was not working as expected. The patient underwent an explant procedure wherein all device components were removed.